Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. Customer was not using recommended disposables. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test was not possible as customer does not have clamps. No additional information provided.